Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2013-11563, reference MFR. Report: 1627487-2013-11564. It was reported the pt experienced an increase in recharging time. On (B)(6) 2013, the pt's scs system was explanted. Further information/reason for the explant is unknown. Sjm was made aware of the explant on (B)(4) 2013.